Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient presented to the hospital after receiving multiple shocks. Upon interrogation, the device was found in backup vvi mode with no defibrillation therapy. Review of the device image revealed the backup vvi mode was due to multiple parity errors. Low battery and suspected lead noise were also noted. Device was explanted

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The multiple hv charges depleted the battery and resulted in errors which caused a device reset and the subsequent backup vvi mode. The device was tested on the bench and no anomalies were found. The cause of the resets could not be determined.